Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a damaged wire sheath. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.